Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator was in backup mode and that multiple shocks were seen to be delivered the night before, but their appropriateness was unable to be verified. It was believed that electromagnetic interference from a nearby electrical substation may have contributed to the device entering backup mode. The device was successfully restored back to normal function. The patient was stable.